Event description:
Laparoscopic assisted vaginal hysterectomy performed. Developed abdominal pain, distention and was explored on 11/19/95 with findings of bowel caught on open staples in suture line resulting in bowel obstruction. Physician now believes obstruction was caused by malfunction of stapler.